Event description:
In 2003, a permanent cautery spatula instrument was alleged to have arced during a procedure. No patient injury or adverse outcome occurred. The incident was reported to the intuitive surgical (isi) account manager and they instructed them to remove the instrument, tag it and prepare to return the instrument to isi. Six days later the same surgeons used the same instrument for another procedure, where it arced again. No patient injury or adverse event occurred. The alleged discrepant instrument is no longer at the hospital. No patient injury or adverse outcome was reported for either patient.